Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). Initially, it was thought that urethral atrophy was the cause, however, the system was found to be empty of fluid during surgery. A hole was identified in the cuff. All components were removed and replaced with a new aus. There were no further patient complications in relation to this event.